Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that a cartridge alarm 05 occurred. Additionally, it was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. There was no reported adverse impact to customer's blood glucose level. The customer was using off-label insulin. Tandem technical support informed the customer that off-label insulin is against the user guide. Reportedly, customer loaded a new cartridge to resolve the issue.